Event description:
A "no message" sensor error message was reported with the Abbott Diabetes Care (ADC) device and the customer was unable to obtain glucose readings. The customer was hospitalized for an unspecified amount of time and received an unspecified treatment from a healthcare professional (HCP). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per ADC's established processes and procedures, and a report will be submitted upon completion of investigation activities.The date the incident occurred is unknown. The date entered in Section B3 is the date Abbott Diabetes Care became aware of the event. This report is being filed on an international product, model number: 78802-01, which has a similar product distributed in the U.S., model number: 71992-01.All pertinent information available to Abbott Diabetes Care has been submitted.